Event description:
It was reported that it was found that the tubing of the catheter was made of different materials and ruptured just with a gentle pull, very fragile. It was stated this resulted in bad impact. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of the catheter tubing being easy to rupture is inconclusive due to poor sample condition. Three photos and two videos of a 4 fr groshong nxt catheter were provided for evaluation. The photos show the catheter to be fractured into twenty-four segments. The two videos show the clinician gripping the tubing and stretching them until it fractures. The material is observed to whiten when stretched, which is consistent with material strain under tensile (pulling) stress. The video samples provided show the components being intentionally damaged. The lack of a physical returned sample does not allow for an inspection of the catheter properties and dimensions. Since the reported issue could not be confirmed from the samples provided, the complaint could not be confirmed and remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that it was found that the tubing of the catheter was made of different materials and ruptured just with a gentle pull, very fragile. It was stated this resulted in bad impact. No other information provided.